Manufacturer narrative:
In section h.10 of the previously submitted MDR, sections d.1 and h.1 were incorrectly referenced as the medical device expiration date and device manufacture date. This supplemental MDR is being submitted to correct those references to show the following: d.4 medical device expiration date, h.4 device manufacture date.

Event description:
It was reported that a case of bd¿ syringe ll bns did not have label information.

Manufacturer narrative:
Investigation summary: five photos were received and evaluated. The photos depict 4 different lateral sides of a 10ml bulk non sterile box and a single loose 10ml ll syringe in a person¿s hand. None of the 4 sides of the box have a product label. One side has a hand written identifier ¿426¿ marked in the upper right hand corner. A rectangular mark is visible on at least one side, though it is not possible to tell if it is an adhesive residue mark or a result of something else. The lot number is unknown, therefore device history record review (DHR) or quality notification review (qn) could not be performed it is possible the potential root cause is associated with a material adhesive issue or material handling. It is also possible that it was not attached to the box. However, without the batch # and the physical box to evaluate, it is not possible to tell what the potential root cause for the missing label is. Without a batch # and a potential root cause, no corrective actions are recommended at this time.

Event description:
It was reported that a case of bd¿ syringe ll bns did not have label information.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that a case of bd¿ syringe ll bns did not have label information.